Event description:
It was reported that during an unknown procedure when nurse connected the handpiece to generator, the generator shown up"generator error" just after it turned on. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.